Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 140 mg/dl to 142 mg/dl. Reportedly, customer revered to manual injections for insulin therapy.